Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital due to syncope. A review of the electrocardiograms noted several seconds of asystole due to loss of capture and high pacing thresholds on the right ventricular (rv) lead. The pace impedance measurements were normal but sensing amplitudes were not available due to the patient being in 3rd degree av block. The device was reprogrammed with a fixed output and the patient will be hospitalized. An x-ray was taken but no dislodged or damage was visible. Engineering analysis noted, rv auto threshold appeared to be functioning appropriately. Thresholds have been stable. The electrograms from the most recent rv tests appear appropriate. There is no noise on the rv or evoked response channels. Lead impedance measurements and device average power also appear stable. There are no unexpected faults or resets stored in memory. Additional information noted that this rv lead and device were explanted. No additional adverse patient effects were reported. The products will not be returned.